Manufacturer narrative:
Batch review performed on 22 june 2016. (B)(4).

Event description:
The surgeon revised a patient's cup due to a fractured acetabulum. The screws , cup, liner and femoral head were explanted.